Manufacturer narrative:
The product was not returned. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as a lot number was not provided. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the contour shunt was implanted into the patient in (B)(6) 2008. After the operation the patient's headache, nausea, vomiting, and visual impairment symptoms did not improve. It was also reported that the patient died of cancer tumor progression in 2011.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.